Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robotic prostatectomy, clips were falling off after application. It was thought perhaps the tissue was particularly fibrous. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: no patient consequences. Device discarded so not available for return.